Manufacturer narrative:
Additional information; section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: february 14, 2023 section h3 - device evaluated by manufacturer? Yes. Device evaluation:- the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens was received cut and the haptic was detached. The lens was cleaned. Lens damage could be identified on the edge of the lens. Visual inspection under magnification of the handpiece revealed that it was received with the plunger rod fully advanced. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint or observed issues. The complaint issue of haptic detached was identified during product evaluation; however, based on the complaint investigation results, the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, as lens was removed during the initial surgery. If explanted, give date: not applicable, as lens was removed during the initial surgery. Initial reporter name and address: telephone number:(B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgeon implanted the preloaded intraocular lens (iol) without any difficulty. However, when the haptics unfolded, it was observed that the trailing haptic was missing. The iol was cut and removed. The incision was not enlarged, and no further treatment was necessary. There is no further information at this time.

Manufacturer narrative:
Additional information was received from the facility which revealed following information: additional information received revealed that the lens was replaced during the same procedure without incident. Medical code: impact code has been updated to 4631- more complex surgery based on the additional information. Initially it was coded as 4627- device explantation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.